Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump time clock anomaly. Customer stated sometimes the information does not record on the insulin pump. Customer's blood glucose was fine, no blood glucose reading provided. Customer stated the time in the bolus history was wrong. Customer stated she had bolus at 2pm and it was recorded as 2am. Customer also mentioned that there was no delivery on (B)(6) due to low reservoir, bad battery, low battery and low reservoir. Customer declined to troubleshoot. The customer was assisted in changing the time to pm. No further information provided.